Event description:
The hcp reported the pt had their pump placed in the left infraclavicular space. It was removed due to infection and the pt underwent replacement in the left abdomen. No symptoms or causative agents were reported. Add'l info has been requested from the hcp but was not available on the date of this report.